Event description:
It was reported that, on literature review "triple-row technique confers a lower retear rate than standard suture bridge technique in arthroscopic rotator cuff repairs", 2 patients had a re-tear type 5 according to sugaya's classification after a triple-row rotator cuff repair procedure using a healicoil regenesorb and ultrabraid suture. This event required a revision surgery. Patient outcome is unknown. No further information is avalilable.

Manufacturer narrative:
Internal complaint reference: (B)(4). Literature "triple-row technique confers a lower retear rate than standard suture bridge technique in arthroscopic rotator cuff repairs" doi: 10.1016/j.arthro.2021.04.045.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. Insufficient product identification information was provided, and thus, a risk management review could not be conducted. The literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. No further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.